Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The patient reported a loss of therapy. It was indicated that healthcare provider (hcp) set it at 1.4v when they first set it. It worked "good" and then it started to tapering off. Patient then increased to 1.8 v, she was not getting much of an effect and she was leaking. She felt faintly when she was on program 3 at 1.8v. It was indicated that she was feeling stim in correct area. She was on program 3 and she increased to 2.9v. She had a follow up appointment with hcp next monday. It was later, patient reported she saw her hcp four days ago and they turned it up to 2.6v but still no therapeutic benefit. She stated her trial was successful (right side was good). Patient services walked patient through changing from program 3-2.6v to 1.1v and she felt stim sort of in the bike region but right above it. During troubleshooting, patient reported seeing the turn stim on warning message when she first tried to increase. It was indicated that she was not feeling stim in the bike seat region; she was feeling it in her right hip area on program 4. She had an appointment with her managing hcp on (B)(6) and they made adjustment to her programs. She did not have any change in activities. She had changed settings on her programmer. A few days later, she reported that her current program was not helping with her symptoms. It stopped helping on (B)(6) 2016. It was indicated she was able to change program from 1 to 2 successfully. She was testing programs and trying to see where she would get results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient still had not had therapeutic benefit from programs 1 through 3. Troubleshooting included changing from program 3 to program 4 at 2.8 volts where the patient reported feeling comfortable stimulation in the correct area. It was noted that they had tried stimulation at 2.9 volts, but it was uncomfortable, so it was reduced to 2.8 volts. It was recommended that the patient follow up with their healthcare professional in there is no improvement.

Event description:
Additional information received reported the patient was still not experiencing symptom results and would like to switch programs. During the call, the patient was going to continue to work with current program. It was noted that the patient was still reporting the same symptoms with no new symptoms. The patient was going to see their healthcare provider in (B)(6) 2016.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had been increasing the amount of stimulation because they were having a bit of leakage at night. They confirmed that they had a loss of therapeutic effect and a return of symptoms. They stated that they changed the settings constantly, noting that they had increased the amplitude to the point of being uncomfortable and they had changed between programs, too. They wanted to know if the implanted neurostimulator (ins) kept outputting stimulation, or if it intermittently delivered stimulation. They wondered this because their symptoms were much worse at night. They noted that they, sometimes, felt the stimulation but, other times, didn't feel it at all. They were going to contact their hcp for further guidance. There were no further complications reported or anticipated.

Event description:
Additional information was reported. The patient met with their physician about two weeks prior to the report and were adjusted with their programmer. Patient reported so far they were disappointed and had not been getting results. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had not had therapy benefit since implant. She had tried all four programs and nothing worked. She noted having therapy benefit during the trial.

Event description:
It was later report that patient never gotten a 50% reduction in her symptoms and was noted that therapy was off. Patient stated she can't increase stim on her current program because if she does stim will be uncomfortable. Patient switched from program 2 to program 3. Patient stated stim was comfortable so it didn't need to be increased or decreased. The patient called about 3 weeks later stating that since she has changed to program 3 she has not had any therapy benefit. The patient stated she was up to 1.6 and she could increase. Patient stated she will try program 4 and contact her doctor regarding programming and results to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.